Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break and stent dislodgement occurred. The 70% stenosed and 25mm long lesion was located in the moderately tortuous mid left anterior descending coronary artery. The lesion was accessed via the left femoral artery with a 6fr sheath. A 6fr non bsc guide catheter was advanced to the target vessel, and the target lesion was crossed with a 0.014 non bsc guidewire. A second non bsc guidewire was advanced to the first diagonal to protect the ostium. The lesion was predilated two times at 16atms with a 2.5x15mm maverick balloon catheter. The 3.00x24mm taxus liberte stent delivery system was advanced to the target lesion, and inflated to 16atms, so that it was partially deployed in the lesion. The shaft broke before the stent was fully deployed. The stent balloon was withdrawn resulting in the dislodgement of the stent into the proximal lad. The remainder of the shaft was removed using a buddy wire and maverick balloon. The wire and balloon were advanced to the broken shaft, at which point the balloon was partially inflated and pulled back causing the broken shaft end to be pushed back into the guide catheter. It was then able to be removed inside the catheter. The stent was expanded using successive balloon dilatations with a 1.5x15mm maverick, followed by a 2.5x20 maverick, and then a 3.0x24 maverick until there was 0% residual. The target lesion was then treated with another 3.0x24mm taxus stent which achieved 0% residual with timi 3 flow. The first diagonal was not treated, and remained 70% stenosed at the ostium. There were no patient complications and the patient conditions post procedure was reported to be "fine". The physician commented that he thought the fellow handled the device roughly before use, so that it was possible it could have been damaged prior to use.